Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tnl) results from multiple pt samples that were generated by the unicef dxl 800 access instrument. The actual accu tnl results were not provided. The erroneous results were reported out of the lab. No additional info regarding this event was provided by the customer. The customer indicated that approx 10 pts were admitted or treated as a result of this event; however, details of treatment have not been supplied.